Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that while inspecting instruments after going through the decontamination process, the sales representative noticed that several were damaged. It is unknown when the instruments were damaged. There was no reported patient involvement. The affected products are: 1. Distractor: there is a spring tech device in the handle, and that spring device is broken. 2. Depth gauge: bent and unable to be used. 3. Power adapter for schantz pins: stripped and unable to hold the pin in it. 4. Tension holder for the cable set (3x): will not hold the attachment bit for the tension holder any longer. 5. Attachment bit (3x): the tips of these were bent in; the cable was unable to go through it. 6. Handle quick coupling (2x): the rubber on the handle was cut and not allowing the handle to be cleaned properly. 7. T25 screwdriver (2x): the tip was stripped.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: h4 h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the needle was broken off. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. The broken fragment was not returned. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the depth gauge for 2.0mm and 2.4mm screws would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to a component faiulre, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 319.006 synthes lot # 5374049 supplier lot # n/a release to warehouse date: 30 nov 2006 manufactured by: synthes brandywine no ncrs were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the surgery was successfully completed with no surgical delay.